Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was seeing the poor communication screen with and without the antenna. Patient was asked if the therapy was helping them and they replied they didn't know. Troubleshooting was unsuccessful in resolving the reported issues. Patient was sent a new patient programmer to resolve the issue. Patient was redirected to their healthcare provider to get programs. On (B)(6) 2018, additonal information was received from patient reporting that the replacement of the programmer didn't resolve the poor communication so a procedure was scheduled to change the battery in the implant as the cause of the poor communication was caused by the implant battery. No further complications were reported.